Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned in a microcentrifuge vial, with moisture on lens. Visual inspection found one haptic broken. Device manufacture date: unk. Claim#: (B)(4).

Event description:
The manufacturer received an icl implantable collamer lens, that was damaged. Additional information has been requested but none has been forthcoming.